Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips devices were used during a colonoscopy procedure for hemostasis performed on (B)(6) 2025. During the procedure, at the moment of releasing the clip, it would not detach and reopen. Had to pull and attempt several maneuvers to remove the clip during significant bleeding. They pull the device hard and tear the tissues. Additionally, the same problem occurred on the other resolution 360 ultra clip. The procedure was completed with another of the same device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.